Event description:
(B)(4) clinical study. Same case as MDR: 2134265-2014-01970, 2134265-2014-01971, and 2134265-2014-01971. It was reported that the patient died. In (B)(6) 2010 the patient presented with shortness of breath worsened with exertion and interscapular back pain and stable angina. A de novo lesion located in the 2nd obtuse marginal artery with 80% stenosis and was 40 mm long with a reference vessel diameter of 2.25 mm was treated with pre-dilatation and placement of a 2.25 x 12 mm taxus liberte stent. Following deployment of the stent, there was evidence of distal edge dissection which was treated with a 2.25 x 8 mm taxus liberte stent distally; because the stent was too short, there was a gap and 2.25 x 8 mm taxus liberte stent was placed. There was again some proximal edge dissection in between 2 stents which was covered by 2.5 x 8 mm taxus liberte stent. The second de novo lesion was located in proximal left circumflex artery (lcx) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm was treated with pre-dilatation and placement of a 3.00x16mm taxus liberte stent. Following post- dilatation, the residual stenosis was 0%. No further patient complications were reported and the patient was discharged four days later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced a myocardial infarction and died.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).